Event description:
On 11/30/2023, it was reported by a sales representative via email that an ar-8740-60pts cannulated low profile screw had a shiny metal, like plastic of resin, at the tip of the screw. This was discovered before use during a procedure on (B)(6) 2023. Additional information received on 12/7/2023: this was discovered during an ankle fracture procedure, and it was completed using another ar-8740-60pts cannulated low profile screw. The screw never came in contact with the patient. The case was not delayed, and no additional anesthesia was administered. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the customer-provided photo, the complaint allegation is confirmed. One unpackaged ar-8740-60pts cannulated low profile screw was received for evaluation. Visual inspection of the device noted no problems with the device. The customer-provided photos were inspected and it was noted that there was a plastic-like material at the tip of the ar-8740-60pts cannulated low profile screw. The most likely cause for the reported failure can be attributed to a supplier manufacturing issue. Refer to investigation photos.